Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed "error 70" when using multifunction cable and paddles. The complainant indicated that there was no pt involvement in the reported failure.